Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) a physician reported that sometimes when performing a biopsy with an atec needle they noticed a piece of material plastic in between the specimens. Physician provided a picture in which it can be observed a plastic particle mixed along with the samples. The particles were only observed in the samples and not in the patients. Physician reported that no injury was reported to patients nor users and that the lot numbers were not available. No additional intervention provided.

Manufacturer narrative:
Additional information was received, the correct product item is atec 0912-20 and lot number e24f10rf. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Manufacturer narrative:
It was reported that on october 1st a physician reported that sometimes when performing a biopsy with an atec needle they noticed a piece of material plastic in between the specimens. Physician provided a picture in which it can be observed a plastic particle mixed along with the samples. The particles were only observed in the samples and not in the patients. Physician reported that no injury was reported to patients nor users. The procedure was completed with the same device. The equipment/device was not available for return; visual and functional analysis/testing could not be conducted for the event described. However, the case record included images where the reported foreign particles are visible. A trend review has been completed, showing no recent significant spikes or adverse patterns related to this issue. Root cause analysis did not identify a definitive root cause; only contributing factors chemical hazard: immunological agents were found to be associated with the reported event, according to the complaint report there was no harm to the patient, the issue was experienced prior to patient exam/procedure. It is important to note that the affected device and foreign particle were not returned; therefore, visual and functional testing could not be conducted. As a result, there was insufficient information to determine the most probable cause of these foreign particles. The investigation included a comprehensive review of device history records, complaint data, risk assessments, and testing results. Despite these efforts, no single failure mode or specific fault could be conclusively linked to the event. Some factors may have increased the likelihood of occurrence but were insufficient to establish causality. Conclusion: the reported issue is not confirmed. Root cause analysis did not identify a definitive root cause; only contributing factors chemical hazard: immunological agents were found to be associated with the reported event, according to the complaint record there was no harm to the patient, the issue was experienced prior to patient exam/procedure. Regarding the presence of foreign particles in biopsy samples, the root cause could not be determined because of lack of evidence and information. Only contributing factors were found to be associated with the reported event. It is important to note that the affected device and foreign particle were not returned; therefore, visual and functional testing could not be conducted. As a result, there was insufficient information to determine the most probable cause of these foreign particles. The investigation included a comprehensive review of device history records, complaint data, risk assessments, regarding this information this issue is most probably an unusual occurrence, functional and visual testing could not be performed. Despite these efforts, no single failure mode or specific fault could be conclusively linked to the event. Some factors may have increased the likelihood of occurrence but were insufficient to establish causality. Future events will be closely monitored and analyzed for potential trends. This event was determined to be an isolated case and not indicative of a systemic issue. A CAPA is not required because of this complaint. A health risk assessment (hra) is not required based on the evaluation of the investigation and associated risk analysis. Complaint confirmed: no. Device history record (DHR) review: the DHR was reviewed for the corresponding lot; however, no relevant risk factors were found in the manufacturing process.